Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump caused the cardioplegia monitor display to flash. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) found that the issue was only occurring when the monitor was connected to this roller pump. The fsr believes its a communication issue. This issue is related to MDR #1828100-2012-01454. Evaluation is in progress, but not yet concluded.